Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) will not charge batteries. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Additional contact info: e1 (contact person name: (B)(6), e-mail address: (B)(6), phone number: (B)(6)). A getinge field service engineer (fse) confirmed and stated during the scheduled pm service, he found that the batteries were not charged and would not charge when the unit was plugged into ac power. The unit still ran on ac power as normal. Fse found that the power management board had failed and required replacement. As this is currently an open-field action, we covered the cost of the replacement board. During testing, fse also found that the pressure regulator would not hold a set value. You could adjust the regulator to 390 mm, but if you tested it again right away, the pressure value would be anywhere from 400-420 mm. Fse ordered a replacement pressure regulator and returned it to installation. Fse completed a full system test and pm under pm order #(B)(4) (attached), all tests passed to factory specifications. Returned to the customer and released for clinical use. There was no patient involved. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint. Parts were received with a reported failure of the batteries not charging and the drive regulator not retaining calibration. The fat performed a visual inspection and found pn 0670-00-1162 to have a blown q27 component. Fat will not install this board due to the risk to the test fixture. The fat installed in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the failure that the regulator does not retain calibration. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.